Event description:
It was reported that during implant of the right ventricular lead, it took approximately 30 turns for the helix to extend at which point it "shot out all at once" and slightly perforated the heart wall. Impedance and threshold were high and there was no capture. The helix would not retract for repositioning so the lead was removed and another lead was used. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Damaged at implant.